Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2021. The reason for the transplant was not known.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. Additional information communicated on (B)(6) states that the patient was transplanted because they were listed as bridge to transplant and a heart became available. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021 the heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. No device related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event.